Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. This dislodgment was confirmed via fluoroscopy and device testing. A lead revision is being scheduled. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation and surface electro-cautery damage. Additionally, the helix was stretched and dried blood and tissue were found around the helix. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no further anomalies. Laboratory testing identified that the stretched helix could have contributed to the lead dislodgment.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient experienced dyspnea as a result of the dislodgment. A revision procedure was performed and this rv lead was explanted. No additional adverse patient effects were reported.